Event description:
Customer's mother reported blood glucose results of 453 mg/dl, 118 mg/dl, 124 mg/dl and 140 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, treated based upon lowest dosage of sliding scale. No adverse event reported. A request was made for the return of the system, replacement was sent.